Event description:
After an implantation period of approx. 64 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
ICD and lead were returned. Iperia 7 vr-t dx df-1 promri upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 64 months and 96 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial, right ventricular and farfield channels. The detection of noise resulted in multiple charging cycles with shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in all channels. However, a thorough analysis of the ICD proved the device to be fully functional. Linox smart promri s dx 65/15 upon receipt, the lead was found cut 49 cm proximal to the lead tip. The proximal part including the serial number was missing. An explantation aid was still inserted in the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.